Manufacturer narrative:
(B)(4). Additional information: this lot was manufactured june 18, 2014 to june 19, 2014. Evaluation summary: the sample was received for evaluation without fluid in its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was filled with water and a functional flow test was performed; the device flowed without issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not flow. This was noted during infusion of 36.2mg/ml fluorouracil (non-baxter) diluted in 26.5ml of g5% (non-baxter). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.